Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse performed carryover testing which passed. Also, the fse performed the high sensitivity (hs) system check which failed the foam portion. The fse replaced the peri-pump tubing and aspirate probes. Following the repair, the fse repeated the hs system check which passed. A 45 replicate precision test was also performed for accutni and it met specifications. The fse verified the repairs per established procedures and results met published performance specifications. Although hardware issues are a probable root cause, a definitive root cause can not be determined. This is three of three separate MDR reports related to three pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02457, 02458, 02459 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for three pts. The customer reran the sample on a different instrument and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. The corrected results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.